Event description:
Procedure type: lap assisted proximal gastrectomy. According to the reporter: the orvil was loaded, and then the valve tube and the anvil were disengaged. The components were retrieved. The issue was corrected by a purse-string suturing on the fragment of the esophagus and reconstruction with eeaxl2535. The surgeon confirmed by gastroscope after the procedure that esophageal mucosa was not damaged. The operating time was extended by more than 30 minutes. There was unanticipated tissue loss. There was no tissue damage. There was no bleeding in excess of 500cc. No adverse event was reported as a result of the delay in operating time. Last known patient status: under observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).